Event description:
It was reported that the left ventricular (lv) lead had a sudden elevated threshold rise from the left ventricular (lv) ring to the right ventricular (rv) coil vector. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead had a sudden elevated threshold rise from the left ventricular (lv) ring to the right ventricular (rv) coil vector. It was also reported that the lv lead had failed to capture from the lv ring to the lv coil vector. The lead impedance was noted to be 2812 ohms. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.